Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Nurse reported hospitalization due to diabetes ketoacidosis. The blood glucose reading at the time of the event was 351 mg/dl. Hospital treated with insulin drip and fluids. The current blood glucose reading is 165 mg/dl. During troubleshooting, time and date are correct. Programming is correct. Nothing further reported.